Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "forceps cannot be inserted due to clogging of the biopsy channel" was presumed to have been blocked for some reason, preventing the insertion of endo therapy accessories and cleaning brushes. However, since the actual device was not sent, the root cause could not be further identified/presumed. The suggested phenomenon of "glue of light guide lens is peeled off" was presumed to have been due to some external stress that caused the glue to come off. Olympus will continue to monitor field performance for this device.

Event description:
Repair request was sent reported with an issue of " the forceps and stent cannot be removed", found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation noted the adhesive part of the lightning lens has come off (peeled off). This report is being submitted for the adhesive part of the lightning lens that has come off, peeled off (defects of the distal end including lens) .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation , service repair noted the channel cleaning brush and forceps cannot be inserted at all due to clogging of the forceps channel. Additionally, light guide (lg) appearance visual inspection check performed and found the adhesive part of the lighting lens has come off, peeled off . The curved rubber adhesive found missing. The bending angle found to be insufficient due to the elongation of the angle wire. Furthermore, the following defects were identified during device inspection: wrinkles in the insertion tube due to external factors observed. Scratches found on the tip cover due to external factors. Deformation of the air/water nozzle due to an external factor (collision of the tip) noted. Scratches found on the operation part due to external factors. Scratches on the operation unit cover due to external factors observed. Scratches found on the up/down (u/d) knob due to external factors. Scratches on the ud angle fixing lever due to external factors. Scratches found on the right/left (r/l) knob due to external factors. Scratches found on the grip due to external factors. Scratches found on the universal cord due to external factors. The universal cord collapsed due to external factors. Wrinkles observed in the universal cord due to external factors. Scratches found on the operation part side of the universal cord part due to external factors. Water residue observed on the electrical connector. Scratches found on the scope connector due to external factors . Scratches on the right/left (rl) angle fixing knob due to external factors noted. Evaluation findings found that during forceps and cleaning brush passage test, the channel cleaning brush and forceps cannot be inserted at all due to clogging of the forceps channel. Likely, the clogging was due to the forceps and stent stuck inside the forceps channel , as it was reported during the repair request it was noted "the forceps and stent cannot be removed" and it is probable , these stent and forceps are clogged inside the forceps channel causing the brush and channel cannot be inserted during the forceps/cleaning brush passage testing. The investigation is ongoing. This report will be supplemented accordingly following investigation.